Event description:
It was reported that during the surgery, a 3.5x14mm pin broke into two parts. The pin didn't break between the threaded part and the non-threaded part, but it broke in the deeper threaded part. In order to remove the broken part that remained in the vertebral body, it was necessary to drill the vertebral body to remove the tip. The pt outcome was good.

Manufacturer narrative:
(B) (4). A review of the device history records for this device was not possible without add'l device info. Neither the device nor films of applicable imaging studies were returned to the manufacturer for eval. Therefore, we are unable to determine the definitive cause of the reported event.